Manufacturer narrative:
This report is submitted on december 12, 2023.

Event description:
Per the clinic, the device was explanted under general anesthesia on (B)(6) 2023, due to wanting to improve sound outcomes. The patient was re-implanted with a transcutaneous osia implant system during the same surgery.